Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the helix was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead dislodged after implant. During revision of the lead, the helix would not retract. The lead was subsequently removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.